Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. The customer loaded a new cartridge with 150 units of insulin and received a minimum fill message. The customer added additional insulin to the existing cartridge and completed the load process successfully. The customer's blood glucose level ranged from 105-135 (mg/dl).